Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On feb 17, 2010, the reporter contacted lifescan (lfs) (B) (4) alleging that a one touch ultra 2 read inaccurately high. The pt performs a fasting test every alternate day. If her blood glucose is observed to be high, the pt performs a daily fasting blood glucose test. The pt manages her diabetes with lantus insulin and novo rapid insulin. The details of her insulin regimen were not provided. The reporter did not provide a date/time as to when the alleged issue began. The reporter reported blood glucose results of "280 mg/dl" with a lifescan meter and "170 mg/dl" on a laboratory device, performed within 10 minutes of each other. The date/times of the reported readings was not provided. It is not known if there was any intervention between the two tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter stated that based on an unspecified meter reading, the pt took an increased dose of lantus insulin and novo rapid insulin. The reporter claimed that the next morning at an unk time, the pt developed symptoms of shivering and dizziness. The pt, however, reportedly did not test her blood glucose the night before the event. It is not known what reading the pt based her insulin dosages with, what time the reading was obtained, and how much insulin she took. The pt also did not test her blood glucose when she felt symptomatic. The pt received treatment in the form of coke and chocolate. The meter was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a severe injury after taking insulin based on a meter reading.